Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 182 mg/dl at the time of incident. The customer ran fixed prime. The customer stated that the insulin did not exit and the insulin pump did alarm no delivery. The customer was unable to perform plunger push. The customer ran fixed prime again and the insulin pump alarmed no delivery. The customer was advised to replace the infusion set and reservoir. The reservoir will not be returned for analysis.